Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer declined ge service. No repair information available.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. The unit was replaced and case resumed. There was no report of patient injury.